Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Access was obtained via the antebrachial vein. Th 98% stenosed target lesion was located in the mildly tortuous and moderately calcified unspecified vessel of the left elbow. A 5.0 x 40, 40cm mustang¿ balloon catheter was selected to dilate the lesion. During the first inflation, the balloon ruptured at 8 atmospheres. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.